Manufacturer narrative:
(B)(4). The lv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead has exhibited a high pacing impedance measurement of greater than 2000 ohms sometime in the past year. The lv lead was suspected to have been fractured. Surgical intervention was performed and the lv lead was tested with a pacing system analyzer where it displayed an impedance measurement of greater than 4000 ohms. The lv lead was explanted but additional information made available from the field indicated that approximately two centimeters of the lead remains uncapped in the superior vena cava as it was too difficult to remove. No additional adverse patient effects were reported.